Manufacturer narrative:
Visual and functional inspection was performed on the returned device. The premature deployment was confirmed as the device was returned with the stent fully deployed out of the delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported premature deployment was likely due to handling. It is likely that during removal of the stylet, the tip was inadvertently pulled causing the stent to slightly pull out and prematurely deploy (flower). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the stent of a 10x60mm absolute pro self-expanding stent system (sess) was unsheathed/exposed to the sheath when removed from the packaging. The sess was not used and there was no patient involvement. The procedure was successfully completed with a new 10x60mm absolute pro sess. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.